Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information, assisted the caller with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear, which the customer acknowledged and understood.